Event description:
The following was reported to hamilton medical ag. The patient had hypertensive cerebral hemorrhage. And underwent tracheal intubation to establish an artificial airway on (B)(6) 2024. At 05, a ventilator was used to assist breathing and the ventilator was used for transport CT examination and treatment to ensure ventilation and treatment, during the patient's transport process. At 11:10 during use, it was discovered, that the ventilator reported, low oxygen concentration. And a leak was found in the oxygen tube, during pipeline inspection. Immediately replace the ventilator with another one and report the malfunction to the equipment department for repair. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the patient had hypertensive cerebral hemorrhage and underwent tracheal intubation to establish an artificial airway on (B)(6) 2024; at 05, a ventilator was used to assist breathing, and the ventilator was used for transport CT examination and treatment to ensure ventilation and treatment during the patient's transport process. At 11:10 during use, it was discovered that the ventilator reported low oxygen concentration, and a leak was found in the oxygen tube during pipeline inspection. Immediately replace the ventilator with another one and report the malfunction to the equipment department for repair. No health consequences or impact